Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an extrusion of the electrode through the skin at the postauricular site. Further during device investigation damage to the active electrode caused by device minute mobility was found. In addition the electrode array was found damaged likely related to the extrusion and/or explantation surgery. This is a final report.

Event description:
It was reported that the user noticed a decline in hearing performance on the left side in (B)(6) 2024. The surgeon also reported that the electrode array was exposed in the postauricular area. The user has a history of left mastoid reconstruction for canal wall down. The user has been explanted. According to the surgeon when the patient was last seen there was a loop of lead exposed through her open mastoid wound, which was confirmed by images showing the array still in the cochlea, and then when they got into the or the lead was pulled from the cochlea and fully exposed outside her open wound. No infection was reported. Upon inspection of the active electrode the last few electrodes were not attached _ it is unknown if they are still in the cochlea or were damaged when the lead was exposed. He did not open the mastoid or do more imaging but just removed the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user noticed a decline in hearing performance on the left side in (B)(6) 2024. The surgeon also reported that the electrode array was exposed in the postauricular area. The user has a history of left mastoid reconstruction for canal wall down.